Event description:
It was reported that during a lower rectal resection procedure, the doctor used the device to anastomose the tissue and found that the closing trigger could not be closed. (The tumor was at 5cm distance to the anus) on (B)(6) 2012. As this is the only like device in the operating room he used higher force to close it and then fired. The staples were malformed after firing. The doctor had to cut the anus and use hand sewing to complete the procedure also made the fistula for the patient. The patient lost anus.

Manufacturer narrative:
(B)(4). Was the device fired one time or more than once? One time. Was the retaining pin manually set or automatically set? Manually. Was the retaining pin check for proper placement? Unknown. What is meant the patient lost anus? Does this mean the patient received a permanent colostomy? Yes. Is a pathology report or specimen available? No. Is there video of the procedure? No. How long has the surgeon been using this device? More than one year. The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. Event could not be confirmed as the device opened and closed without any difficulties noted.